Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a company representative on the cardiosave intra-aortic balloon pump (iabp), the iabp failed the patients interface module test, there was insufficient vacuum and pressure. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) corrected the issue by adjusting the pressure regulators, as the pressure and vacuum were too low. The unit was then functional and passed testing. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a company representative on the cardiosave intra-aortic balloon pump (iabp), the iabp failed the patients interface module test, there was insufficient vacuum and pressure. There was no patient involvement, and there was no adverse event reported.